Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was told that the implanted neurostimulator (ins) battery needs to be replaced, however, they have since moved to a different state and need to locate a physician to perform the procedure. Patient indicated the reason the battery needs replacing is due to overdischarge that occurred because patient was not able to keep up with device charging due to personal, related reasons. Patient stated they did not get it charged and then when they attempted to it would not accept it. This occurred last year.